Manufacturer narrative:
The pump passed the self test and the displacement test. Moisture damage was found on the inside of the battery compartment and on the electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. The customer also stated that the battery compartment was damped and there was some fluid from the battery corrosion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.